Event description:
It was reported that during the laparoscopic cholecystectomy procedure, the clips when fired are released and closed like a scissor and crossed. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Complaint mentioned other occurrences: have these been reported? Yes and yes they have been reported if not, we need a new complaint form for each event, even if device is not available. Did the clip fall into the patient? No, just sizzor crossed. If yes, how was the clip retrieved? Voc and MDR remain unchanged. Which firing of the device did this event occur on? After the first couple. What vessel or structure was the device fired on at the time of the event? Cystic duct and cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Not that I was aware of. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, again to get a good clip b/c not all were sizzored what were the indications for surgery? Gallbladder what was found? Does the patient have any relevant history of surgical treatments? No. If so, what? Did somebody other than the primary surgeon fire the instrument? No.

Manufacturer narrative:
(B)(4). Dried body fluids. The analysis results of the device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle; in addition, two malformed clips (gap clips) were fired from the device. However, no scissoring was observed on these two clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the clip gap condition found. The issue found (gap clip) on the device is not related with the reported scissored clip issue. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.